Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump has not been delivering his basal dose properly, it was correctly programmed but the customer was not getting it. It was stated that the customer woke up with high blood glucose and he was given 10 unit bolus, but the device delivered only 6.9 units. Then they gave him another 10 units, but the insulin pump only delivered 5.0 units. The caller stated that in the middle of the night a bolus was delivered, but this bolus was not programmed. No further information was provided.